Manufacturer narrative:
The reported complaint was confirmed during functional testing and archive data review of the returned autopulse platform (B)(4). Functional testing was performed by running the platform for 30 minutes with a large resuscitation test fixture and a user advisory 17 (max motor on time exceeded during active operation) was displayed. The ua 17 was also observed during the archive data review. The root cause of the issue was due to a faulty drive train motor. The autopulse platform is a reusable device and was manufactured in 2007. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. The device is in use beyond the serviceable life expectancy. Unrelated to the issue, during visual inspection of the device, the top cover wire strands were found cut and the encoder drive shaft exhibited binding and resistance. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse (B)(4).

Event description:
As reported, after approximately 10 to 20 minutes of use on a patient, the autopulse platform (B)(4) stopped compression. It is not known what message, if any, appeared following the event. According to the reporter, a fully charged battery was used at the time of the event. There is no known patient consequence reported. At an unspecified time later, the customer tested the platform using two fully charged autopulse batteries; the platform reportedly stopped working four times.